Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition progressive loss of hearing before the trauma is reported. Therefore additional damage to the active electrode likely caused by minute device mobility can be assumed. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
Since (B)(6) 2019 the user's hearing benefit with the device has progressively decreased. By (B)(6) 2019 the user had almost no benefit with the device. The user reported disturbing low-pitched sounds and a feeling of pressure over the implant site. The feeling of pressure is especially present when the processor is worn. On the (B)(6) 2019 the user fell and subsequently has no hearing benefit from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2019 the user's hearing benefit with the device has progressively decreased. By (B)(6) 2019 the user had almost no benefit with the device. The user reported disturbing low-pitched sounds and a feeling of pressure over the implant site. On the (B)(6) 2019 the user fell and subsequently has no hearing benefit from the device.

Event description:
Since (B)(6) 2019 the user's hearing benefit with the device had progressively decreased. By (B)(6) 2019 the user had almost no benefit with the device. The user reported disturbing low-pitched sounds and a feeling of pressure over the implant site. The feeling of pressure was especially present when the processor was worn. On the (B)(6) 2019 the user fell and subsequently had no hearing benefit from the device. There have been no changes to the user's health or medication. There was no redness or swelling around the implant site. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition progressive loss of hearing before the trauma is reported. However in situ measurements before the trauma were within normal limits. Therefore a cause for the progressive loss of hearing can not be determined. The problems given in the recipient report appear to match the damage found. This is a final report.